Event description:
It was reported that the ilet device¿s touchscreen developed a hairline crack and became unresponsive, corroborated by user-provided photos and a video, consistent with a device fracture involving the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.